Manufacturer narrative:
Correction: notify date of MDR report number 9614453-2019-03437 corrected to 12 sep 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the setscrew could not be tightened on the ipg. In addition, the ipg could not be completely connected with the pacing lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) setscrew was damaged. The ipg was not implanted and was replaced. No patient complications have been reported as a result of this event.